Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that several months after receiving the hip implant, the patient began feeling discomfort when using the hip. It was worse in morning, when getting out of bed but occurs sporadically throughout day, often a sharp pain during movement with stiffness. It persisted from time of surgery until now. The patient sought revision surgery but was recommended to avoid as the chance of successful implantation/reduction of issue reduces with each revision. The patient feels that they need revision surgery much sooner than expected. The major complaint is that the patient was assured by surgeon the hip implant was best path forward despite the product having been recalled from other markets. The patient insisted that the surgeon that performed implantation was involved in design/development of the hip.